Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgical procedure on (B)(6) 2020, it was observed that the suction on the fms vue pump-shaver box device was playing up and when pressing the on switch no fluid flowed. It was reported that this happens intermittently at the start of the cases. It is unknown if there were any delays in the procedure or whether a like device was available to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Event description:
It was reported by the affiliate in australia that during an unknown surgical procedure on (B)(6) 2020, it was observed that the suction on the fms vue ii fluid management and tissue debridement system device was playing up and when pressing the on switch no fluid flowed. It was reported that this happens intermittently at the start of the cases. It is unknown if there were any delays in the procedure or whether a like device was available to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: suction motor not functioning. Per service reports, this complaint can be confirmed. The mainboard were replaced to resolve the issues. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: b5, d1: the brand name has been updated to reflect the correct information.